Event description:
It was reported that difficulty was experienced interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) via remote monitoring. In clinic interrogations had been able to be successfully completed, however remote monitoring interrogations continued to be unsuccessful. Subsequently, difficulty was experienced interrogating the device in clinic as well. Troubleshooting was performed and the device was able to be interrogated. The device was explanted and replaced due to continued interrogation difficulties. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that difficulty was experienced interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) via remote monitoring. In clinic interrogations had been able to be successfully completed, however remote monitoring interrogations continued to be unsuccessful. Subsequently, difficulty was experienced interrogating the device in clinic as well. Troubleshooting was performed and the device was able to be interrogated. The device was explanted and replaced due to continued interrogation difficulties. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.